Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included hypothyroidism and rhabdomyolysis. Concurrent conditions included metrorrhagia, adenomyosis, light headedness and uterine cyst. Concomitant products included levothyroxine, metronidazole (flagyl) and nsaids. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("prolonged periods/ menorrhagia/ heavy vaginal bleeding") and vaginal haemorrhage ("spotting/ abnormal bleeding (vaginal)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain/ lower right and left abdominal pain") and back pain ("lower back pain"). In 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse) included bleeding"), cervicitis ("chronic cervicitis"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections") and coital bleeding ("dyspareunia(painful sexual intercourse) included bleeding"). On an unknown date, the patient experienced infection ("infections"), abdominal pain ("abdominal pain"), dizziness ("dizzy") and migraine ("migraine"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full)on 03-04-2013,oophorectomy,salpingectomy (bilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, vaginal discharge, abdominal pain lower, back pain, coital bleeding, dizziness and migraine outcome was unknown and the infection, cervicitis, fungal infection, bacterial infection and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial infection, cervicitis, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, fungal infection, infection, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2012: exam: mfu ult pelvic/transvaginal result: clinical indication: dysmenorrhea. Impression: 1 approximately 2 mm cystic focus within the anterior right fundal aspect of the endometrial echo complex this may represent an incidental endometrial cyst, but please correlate clinically as to patient's pregnancy status as the possibility of a very early gestational sac is not excluded. Echo complex is otherwise uniform in echogenicity and measures a maximal width of 10 mm. 2. Normal ovaries. 3. Small amount of simple appearing free fluid in the cul-de-sac. On (B)(6) 2012: exam: mfu ult pelvic/transvaginal: result: indication: metrorrhagia. Bilateral pelvic pain. Follow up adenomyosis,dyspareunia, cramping. Impression: no distinct uterine lesion is identified. Incidental note is made of trace fluid in the upper endometrial cavity. No endometrial echo complex lesion is noted. The ovaries are unremarkable. On (B)(6) 2013: pathology report: clinical diagnosis: dysmenorrhea, menorrhagia, pelvic pain,cervix, uterus, right fallopian tube and ovary, hysterectomy and right salpingo-oophorectomy: cervix with chronic cervicitis and no dysplasia, proliferative endometrium, focal mild adenomyosis, right fallopian tube with no specific pathologic abnormality. Right ovary with occasional surface adhesions. Concerning all the injuries reported in this case,the following ones were described in patient's medical record: abdominal pain, , dysmenorrhea, vaginal discharge, pelvic pain, dyspareunia, infection, dizzy, migraine. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: newly added events- dizzy, migraine, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included hypothyroidism and rhabdomyolysis. Concurrent conditions included metrorrhagia, adenomyosis, light headedness and uterine cyst. Concomitant products included metronidazole (flagyl) and nsaid's. In september 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("prolonged periods/ menorrhagia/ heavy vaginal bleeding") and vaginal haemorrhage ("spotting/ abnormal bleeding (vaginal)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain/ lower right and left abdominal pain") and back pain ("lower back pain"). In 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse) included bleeding"), cervicitis ("chronic cervicitis"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections") and coital bleeding ("dyspareunia(painful sexual intercourse) included bleeding"). On an unknown date, the patient experienced infection ("infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full)on (B)(6) 2013,oophorectomy,salpingectomy (bilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, vaginal discharge, abdominal pain lower, back pain and coital bleeding outcome was unknown and the infection, cervicitis, fungal infection, bacterial infection and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial infection, cervicitis, coital bleeding, dysmenorrhoea, dyspareunia, fungal infection, infection, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2012: exam: mfu ult pelvic/transvaginal result: clinical indication: dysmenorrhea. Impression: 1 approximately 2 mm cystic focus within the anterior right fundal aspect of the endometrial echo complex this may represent an incidental endometrial cyst, but please correlate clinically as to patient's pregnancy status as the possibility of a very early gestational sac is not excluded. Echo complex is otherwise uniform in echogenicity and measures a maximal width of 10 mm. 2. Normal ovaries. 3. Small amount of simple appearing free fluid in the cul-de-sac. On 15-nov-2012: exam: mfu ult pelvic/transvaginal: result: indication: metrorrhagia. Bilateral pelvic pain. Follow up adenomyosis,dyspareunia, cramping. Impression: no distinct uterine lesion is identified. Incidental note is made of trace fluid in the upper endometrial cavity. No endometrial echo complex lesion is noted. The ovaries are unremarkable. On 03-apr-2013: pathology report: clinical diagnosis: dysmenorrhea, menorrhagia, pelvic pain,cervix, uterus, right fallopian tube and ovary, hysterectomy and right salpingo-oophorectomy: cervix with chronic cervicitis and no dysplasia, proliferative endometrium, focal mild adenomyosis, right fallopian tube with no specific pathologic abnormality. Right ovary with occasional surface adhesions. Concerning all the injuries reported in this case,the following ones were described in patient's medical record: abdominal pain, , dysmenorrhea, vaginal discharge, pelvic pain, dyspareunia, infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included hypothyroidism and rhabdomyolysis. Concurrent conditions included metrorrhagia, adenomyosis, light headedness and uterine cyst. Concomitant products included metronidazole (flagyl) and nsaid's. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("prolonged periods/ menorrhagia/ heavy vaginal bleeding") and vaginal haemorrhage ("spotting/ abnormal bleeding (vaginal)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain/ lower right and left abdominal pain") and back pain ("lower back pain"). In 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse) included bleeding"), cervicitis ("chronic cervicitis"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections") and coital bleeding ("dyspareunia(painful sexual intercourse) included bleeding"). On an unknown date, the patient experienced infection ("infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full)on (B)(6) 2013,oophorectomy,salpingectomy (bilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, vaginal discharge, abdominal pain lower, back pain and coital bleeding outcome was unknown and the infection, cervicitis, fungal infection, bacterial infection and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial infection, cervicitis, coital bleeding, dysmenorrhoea, dyspareunia, fungal infection, infection, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2012: exam: mfu ult pelvic/transvaginal result: clinical indication: dysmenorrhea. Impression: approximately 2 mm cystic focus within the anterior right fundal aspect of the endometrial echo complex this may represent an incidental endometrial cyst, but please correlate clinically as to patient's pregnancy status as the possibility of a very early gestational sac is not excluded. Echo complex is otherwise uniform in echogenicity and measures a maximal width of 10 mm. Normal ovaries. Small amount of simple appearing free fluid in the cul-de-sac. On (B)(6) 2012: exam: mfu ult pelvic/transvaginal: result: indication: metrorrhagia. Bilateral pelvic pain. Follow up adenomyosis,dyspareunia, cramping. Impression: no distinct uterine lesion is identified. Incidental note is made of trace fluid in the upper endometrial cavity. No endometrial echo complex lesion is noted. The ovaries are unremarkable. On (B)(6) 2013: pathology report: clinical diagnosis: dysmenorrhea, menorrhagia, pelvic pain,cervix, uterus, right fallopian tube and ovary, hysterectomy and right salpingo-oophorectomy: cervix with chronic cervicitis and no dysplasia, proliferative endometrium, focal mild adenomyosis, right fallopian tube with no specific pathologic abnormality. Right ovary with occasional surface adhesions. Concerning all the injuries reported in this case,the following ones were described in patient's medical record: abdominal pain, , dysmenorrhea, vaginal discharge, pelvic pain, dyspareunia, infection. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet & medical record received. : new reporters added and reporter information updated. Plaintiff demography added. Concomitant and historical conditions were added. Product lot number received. Product indication added. Event added: chronic cervicitis, yeast infections, bacterial infections, dysmenorrhea(cramping), vaginal discharge, lower abdominal pain/ lower right and left abdominal pain, lower back pain, abdominal pain, coital bleeding and she didn¿t undergo an essure confirmation test added. Concomitant and historical conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), dyspareunia ("painful intercourse"), menorrhagia ("prolonged periods") and vaginal haemorrhage ("spotting"). The patient was treated with surgery to remove the essure implant on (B)(6) 2013. At the time of the report, the pelvic pain, infection, dyspareunia, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered dyspareunia, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.